Event description:
It was reported that, during an implant procedure, there was difficulty advancing the left ventricular (lv) lead through the catheter. The lv lead was explanted to resolve the event. The patient was stable.